Event description:
Boston scientific received info that this left ventricular lead will be explanted due to an infection and pocket erosion. It was noted that the header of the device is exposed and the pt is pacemaker dependent. Additional info was requested, however, no further info is currently available. Subsequently, a revision procedure was performed and this lead was explanted.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.